Manufacturer narrative:
Returned device was received in poor physical condition. The keypad was scratched, the top case was chipped in the left front corner and the pump had very old drive train parts. The battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. This issue was found to be an impact knocked the high profile c9 capacitor loose from the interconnect board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed a bgnd test. There were no reported adverse events.